Manufacturer narrative:
(B)(4)

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). Service engineer was not able to duplicate the alleged event. The se replaced proportional solenoid valve assembly (psol), inspiratory printed circuit board (pcb), analog interface (ai) printed circuit board (pcb) and breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) as precautionary measure. The unit passed all testing and operates within the manufacturing specifications.